Event description:
The customer reported that following a diagnostic catheterization procedure, an attempt was made to deploy a vasoseal es. During deployment, the operator was unable to advance the tissue dilator all the way down to the arteriotomy and subsequently placed too much tension on the locator. The j segment prolapsed and pulled out of the artery. The operator attempted to retract the j segment and tried again to locate the arteriotomy. However when the operator pulled back on the locator to engage the j segment at the arteriotomy, no resistance was felt and the locator pulled out. Manual pressure was held to achieve hemostasis. Upon examination of the locator outside the body, the j segment was missing. A fluoroscopy was performed on the patient's leg, but the j segment was not seen. No further action was taken at the time of this report.